Event description:
It was reported that there was difficulty extending/retracting the screw. It was noted that there was significant "tension" in the screw mechanism and that it took 25 turns to extend the screw. The lead was attempted and not used and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies.